Event description:
It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The patient's blood glucose was 150 to 160 mg/dl at the time of the call. The customer also received a threshold suspend on their pump. The customer will be reached out to in 90 days for an update the functioning status of their insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Reference svn (B)(4) on the differences in sensor glucose vs blood glucose.